Event description:
This is a report of a patient that was connected to the patient line prior to the line being properly primed. This occurred during peritoneal dialysis therapy on the homechoice machine. The technical service representative assisted the care giver with ending therapy and reviewed proper priming procedures. The patient was to complete therapy by starting over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a care giver connecting a patient to the set-up prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.